Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one open box with thirty-seven unopened samples that pertain to product code bh1643h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-08154, 2210968-2022-08153, 2210968-2022-08152.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please confirm: did three needles pull off during the same surgery? If yes, how many needles fell into the patient leading to x-ray? Was the needle found during x-ray? Was the needle retrieved during the same surgery? What is the correct product code? Bh1643 is not a valid ethicon product code. The product code is bh1643h. The three needles pull off during the same surgery to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-08154, 2210968-2022-08152.

Event description:
It was reported that a patient underwent a nasal procedure on (B)(6) 2022 and suture was used. During the procedure, suture loosens, needle lost, 3 different bags used the incident occurred in the middle of surgery, when the surgeon was trying to make a suture in the patient's nose. The needle came loose and the team had to do a follow-up x-ray to make sure it was not in the patient. Additional information was requested.